Manufacturer narrative:
(B)(4).

Event description:
The customer reported that a generator test disrupted the system causing reboots, however, per the fse sap notes, the rebooting was actually due to the 2018 adt reboot issue. There was no patient incident.